Manufacturer narrative:
Qc had been trending low and was intermittently out of range low since (B)(4) 2011. A field service engineer (fse) cleaned the flow cell and changed the na electrode. The fse verified the instrument's performance. A clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) and chloride (cl) results generated by the unicel dxc 600 synchron clinical systems on one patient sample. After the system was calibrated, the sample was rerun and the higher results were reported. The low results were not reported out of the lab. Patient treatment was not affected.